Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device implant high pace impedance measurements and high threshold were noted during the implant of this left ventricular (lv) lead. A lead issue was suspected. This lead was not implanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that during a device implant high pace impedance measurements and high threshold were noted during the implant of this left ventricular (lv) lead. A lead issue was suspected. This lead was not implanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.